Manufacturer narrative:
E1; patient city; (B)(6). Patient country; united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 11-jun-2024. Infusion set has been used for 3-4 days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.